Event description:
It was reported that during use of the gundry silicone rcsp cannulae with manual-inflate cuffs, while on bypass doing cerebral perfusion a leak occurred from both of the cannulae. The leaks appear to be caused by a remnant notch on the d-clips on the cannulae, perhaps after being removed from a mold during manufacturing. When the clips were engaged and the released that's when the leaks occurred. The use of the devices was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.